Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Medwatch report explained that the pt had a right external ventriculostomy for intracranial pressure (icp) monitoring and cerebrospinal fluid (csf) drainage placed after trauma resulting in massive cerebral edema. Each hour, the tubing was clamped off to release pressure and fluid. When the nurse attempted to clamp the tubing at the site closest to the pt, the tubing to ventriculostomy broke by pulling away from the specimen hub and a small amount of cerebral spinal fluid leaked prior to stopcock turned off at the insertion site. Physician was present on unit and presented to room during event. Catheter was immediately discontinued and a prophylactic dose of antibiotics given. The tube was not replaced.